Manufacturer narrative:
It was initially reported to philips that, during patient transport, it lost the charge. Additional information received clarified that the issue was a 'no battery on compartment b' message and there was no patient involvement. This report has been updated from serious injury to product problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, during patient transport, it lost the charge. We are considering this to be a charge/shock issue causing a possible delay in life saving therapy and a possible serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.